Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer's universal serial bus (usb) port was unable to work. It was determined that the programmer's cursor moved autonomously over the touch screen. An electromagnetic interference (emi) repair was performed. Additionally, it was noted that the stylus tip was loose but functional. The cooling fan was noisy. All defective parts were replaced. The programmer then passed all the final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's universal serial bus (usb) port was unable to work. The programmer was returned for evaluation and subsequently tested out of specification during the manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Additional information: h7. If remedial action is initiated, check type. H9. Correction number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.